Event description:
Regarding the safety of coaguchek s pt monitor made by roche. In a doctor's office the test is done by inserting the strip into the monitor and after a finger is pricked, the blood is transferred onto the strip by lowering or even pressing the finger onto the strip. Blood flows freely from patients who are on coumadin. The blood spills from the strip onto the bed of the monitor. When I inquired how is the monitor sterilized between each patient, it was told the monitor is "cleaned" at the end of the day. It is my judgment that this procedure exposes the patients to high degree of risk of infection from the contaminated monitor. I understand that this problem is possible to solve by using capillary tubes for transfer of the blood from finger to the strip. However, no doctor uses this technique. I believe it should be mandatory to use the capillary tubes for the testing or require the producer, i.e. Roche to make it possible that blood can be transferred to the strip first before inserting the strip onto the monitor. Moreover, what is the requirement to sterilize, as opposed to "clean" the monitor? Is there any FDA rule?